Manufacturer narrative:
The event description states that the wire was stuck in the plastic hoop. A manufacturing record review was completed and zero nonconformances were found. The returned product evaluation confirmed that the wire was inside the hoop. The wire was removed from the hoop by the vsi engineer and no damage was present. There was no product defect detected.

Event description:
Mandrel wire stuck in plastic sleeve - unable to remove it. This has happened a few times. Product did not have patient contact. A second single wire was opened to complete the procedure. No patient impact reported. Received medsun mandatory and voluntary report form october 2, 2017. Uf/importer report# (B)(4) which indicated product problem and other serious (important medical event). Description from medsun: event desc: mandrel wire stuck in plastic sleeve and unable to remove it. This has happened a few times. Product did not have patient contact. A second single wire was opened to complete the procedure. A follow-up to the site was conducted to obtain what serious medical event was associated to our device, however, no further information was reported.